Manufacturer narrative:
The implantable neurostimulator (ins), lead, and extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced intermittent shocks. The system was replaced; lead/extension breakage was suspected. There was reported to be no patient injury. The patient recovered without sequela.